Event description:
It was reported that the lead dislodged twice possibly due to performance issue with fixation mechanism. It was also reported the patient experienced phrenic nerve stimulation with atrial pacing approximately three days post implant. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. There were no anomalies found. It was noted that the proximal conductor had blood/body fluid (not obstructed) along with outer insulation breached cut, blood in/on the helix/lobe mechanism and visually there was apparent explant damage.